Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they required the assistance of emergency medical services on (B)(6) 2020 for a low blood glucose and unresponsiveness. Customer¿s blood glucose was 12 mg/dl. Treatment was with glucagon. The customer alleges over delivery of insulin. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer stated auto mode was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 12 mg/dl. The customer was unresponsive and passed out. The customer received a emergency medical service. The customer experienced symptoms such as shaking, inability to follow simple commands and unconscious for 2 hours. The customer was treated with glucagon shots by paramedic. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was over delivering the insulin. The customer stated that they were using the auto mode feature. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).